Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturer representative. It was reported that the device would not be returned as all explanted materials got sent to pathology at this facility.

Manufacturer narrative:
Device received, analysis not yet complete.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the conductor(s) were broken in the body of the lead at or near the tines. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# v466243, implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 03-may-2014, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for interstim - other. It was reported that the patient was at an or case the day prior to report. Caller reported the patient's full system was explanted due to ineffective therapy. They reported the patient was complaining of right side/hip pain, it was unknown if this was due to the device location. Caller reported the physician implanted a full system on the left side. No further complications were reported or anticipated. [Omitted information from (B)(4) -partial lead implanted].